Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device. Though this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us.

Event description:
During the surgery, the tips of the two hexstar driver broke inside the screw head. It was very difficult for the surgeon to remove the mtp fusion plate from the patient.